Event description:
The hcp reported that the pt's enterra device was moving and flipping, causing her pain. The device was functioning properly and the physician planned to surgically fix it to the abdominal wall, possibly using mesh to help with fixation. No further complications have been reported.

Manufacturer narrative:
To date the device has not been returned to medtronic for evaluation. If further info is rec'd or the device returned, a follow up medwatch report will be sent.